Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device was not cooling. They ran functional test showed chiller temperature (t4) reading was 3.2 and mixing pump was 100 percentage. Device did not drop below 25.5 water temperature. Mixing pump was failure, system hours was 12972.9 and pump hours was 11966.3. So, the customer requested for 2k preventive maintenance quote. Per investigator notification received on 11jul2023, it was reported that the arctic sun unit was primed to fill in decon, observed low / marginal flow and the l-tube & double l-tubing appears distended/expanded however water flow was not impeded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device was not cooling. They ran functional test showed chiller temperature (t4) reading was 3.2 and mixing pump was 100 percentage. Device did not drop below 25.5 water temperature. Mixing pump was failure, system hours was 12972.9 and pump hours was 11966.3. So, the customer requested for 2k preventive maintenance quote. Per investigator notification received on (B)(6) 2023, it was reported that the arctic sun unit was primed to fill in decon, observed low / marginal flow and the l-tube & double l-tubing appears distended/expanded however water flow was not impeded.